Manufacturer narrative:
(B)(4). Investigation is in progress.

Event description:
The physician indicated this was an off-label use of the product. The (B)(6), male pt had a dissection with malperfusion. The case was performed on (B)(6) 2011 and went fine. The pt came back to the emergency room on (B)(6) 2012, with a ruptured aorta. The physician indicated the last stent on the graft ruptured the septum and the pt bled into the false lumen and ruptured. The pt expired on (B)(6) 2012.